Manufacturer narrative:
An investigation was performed for the customer issue and included a review of the complaint text, troubleshooting by the field service representative (fsr), a review of instrument service history, a review of trending data, and a review of product labeling. The field service representative (fsr) inspected the cuvette washer and found an obstructed dry nozzle. The fsr cleaned the dry nozzle, removed the obstruction and replaced the dry tip as a precaution. There were no additional discrepant results reported on (B)(6) after the obstruction was removed from the nozzle and the dry tip was replaced. The nozzle, dry (rohs), part number 2-89271-03, was determined to be the likely cause for the issue. The instrument service history review did not reveal any additional service tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. No trends were identified. No non-conformances or potential non-conformances were identified. Labeling was reviewed and found to be adequate. No systemic issues were identified. Based on all available information and abbott diagnostics' complaint investigation a product deficiency was not identified.

Manufacturer narrative:
Patient identifier: multiple = sid (B)(6). All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow up report will be submitted when the evaluation is complete.

Event description:
The customer reported false decreased sodium and calcium results when processing on the architect c8000. The following data was provided: sid (B)(6): sodium initial 120 and retest 140 mmol/l. Calcium initial 5.8 and retest 9.3 mg/dl. Sid (B)(6): calcium initial 5.5 and retest 9.0 mg/dl. Sid (B)(6): sodium initial 118 and retest 136 mmol/l. Sid (B)(6): sodium initial 120 and retest 141 mmol/l. Calcium initial 5.6 and retest 9.0 mg/dl. No impact to patient management was reported.